Event description:
It was reported that the patient experienced no stimulation sensation even though his device was on and the "lightning bolt" at the top left corner of the patient programmer was confirmed. This started two days prior to the report, after the patient's visit to his healthcare provider (hcp), when he felt pain at the implantable neurostimulator (ins) site and wanted stimulation back on. However, the patient didn't feel anything. Additionally, the reporter stated that the patient felt a "jabbing sensation" at the ins site when he moved in certain positions. Approximately 2 weeks later, it was further reported that the patient was "having complications with his device". The patient was seen at his hcp's office just before new year's day, and "only 3 out of 16 electrodes were working". The reporter stated that on the day prior to the report, the patient had no stimulation coverage. He therefore used the "keypad" to turn the ins on and received a "jolt of electricity across his chest" and "it jolted real bad". The "keypad" was within 12 inches of his body when he felt the jolting. When the programmer was farther away however, the jolting stopped. It was indicated that the ins was off at the time of the report. The patient checked the battery compartment of his programmer and nothing seemed "loose". The reporter indicated that there were no known accidents related to the complaint, "unless the patient had it in his sleep as he was a restless sleeper". Five days after the last report, it was reported that the patient's ins, lead and extensions were explanted due to the shocking. Patient symptom of pain in the chest was noted. There was no patient injury.

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID, 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2013 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomaly found. The ins was functionally okay. Only insignificant anomalies found. Final device analysis of the lead (lot #n148961005) revealed the following: no significant anomaly found. The conductors #8-15 were broken between 6.5-8.3 cm from the cut end of the lead due to overstress or damage. There was a cosmetic metal-induced oxide (mio) on the outer insulation beneath the boot and between the connectors. The outer insulation was wrinkled and the white marker band had split open at the seam. Final device analysis of the extension (serial #(B)(4)) revealed the following: all conductors were broken, 5.5 cm from the distal end of the extension. The outer insulation was pinched, 6.1 cm from the distal end, however the tubing is partially pulled out of the molded rubber. Final device analysis of the extension (serial #(B)(4)) revealed the following: no significant anomaly found. The extension was cut through. Final device analysis of the anchor (1) revealed the following: no significant anomaly found. The anchor was separated. Final device analysis of the anchor (2) revealed the following: no anomaly found.